Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Upon interrogation, the atrial lead exhibited high capture threshold and far r oversensing. Also, the atrial lead had dislodged. Fluoroscopy confirmed the lead had dislodged. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.